Event description:
Boston scientific received information that this implantable cardioverter defibrillator was explanted due to having reached end of life (eol). It was noted that on march 16, 2012 the battery status of this ICD was at elective replacement indicator (eri), and then a month later eol was declared. There was concern this ICD exhibited premature battery depletion. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
This ICD will be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.